Event description:
It was reported that the ventilator may have shut down, while being used on a pt. The users said that the unit alarmed and he believes that it was due to the batteries loosing charge. No pt harm was reported. (B)(4).